Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-05725. 0001825034-2019-05726. Concomitant medical products: (B)(6) 2019. 189040 - vngd ant stblzd brg - 689350, 141222 - biomet cc I-beam tray - j6422080, 184764 - series a pat std 31 3 peg - 817600, unknown palacos cement. No devices or photos were received; therefore the condition of the components is unknown. No compatibility issues were noted. Office visit notes for three month visit state that patient had moderate stiffness, tight laxity and rom 10-100 degrees. Patient underwent manipulation under anesthesia for left knee arthrofibrosis. The preop rom was 5-95 degrees and postop rom was 0-135 degrees. There were no intraop complications. Postop and intraop xrays reviewed and noted that all components were found to be in satisfactory position and alignment. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent manipulation under anesthesia 10 weeks post implantation due to stiffness and limited extension. The outcome was reported as tolerated with no further complications.